Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device by omsc confirmed the followings; the reported event was reproduced. Defect of charge coupled device (ccd) unit was noted. The reported event was caused by the defect. The manufacturing history (DHR) confirmed no irregularity. Omsc guessed that the defect of the ccd unit was caused by external stress by user handling. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed. There was no report of patient injury associated with this event.